Event description:
The customer reported that there was an 'overvoltage error' message displayed. This error is likely tor result in an immediate loss fo system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable connection at the x-ray tube were removed, re-lubricated, and reseated. The system was tested and found to be working as intended and returned to service.